Event description:
Affiliate reported that the durapatch had small holes that leaked csf that became infected. As a result another surgery was performed to repair this malformation.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.